Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, in a pouch, for the report of no cutting performed. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener, white foreign material (possible surgical material) covering the port and loose foreign material on the needle. The sample was then functionally tested for actuation, aspiration, and cut and was found to be non-conforming for all three functional tests. During the initiation of the cut test it was observed that the stiffener was freely moving and not fully secured into the needle holder. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks and wear marks were observed at multiple locations along the inner cutter. The stiffener/needle assembly was loose in the needle holder and was able to be pulled out of the needle holder when gently pulled. A very small amount of adhesive is present on the stiffener when holed under uv lighting. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to aspirate and actuate. The complaint evaluation confirms the probe had a cutting failure, and also indicated that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The most likely root cause of the observed non-conformances, as well as the observed foreign material and loose stiffener sleeve, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear/damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. A secondary contributing factor of the actuation and cut non-conformance's is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and can also impede, or fully obstruct, aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate and aspiration. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as it appears that the observed non-conformance's were due to excessive use of the probe by the user and an exact root cause for the bent needle, bent inner cutter, and observed foreign material was not determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the probe did not cut during a procedure. The aspiration was working normally. The product was replaced and procedure completed with no patient harm.